Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the down arrow button is not working. Customer cannot get to the menu to rewind the pump and fill it with insulin. Customer stated that there was no moisture exposure and pump was not dropped. Customer had a back-up plan of manual injections. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.